Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Dealer states the rollator they received will not engage (the brake assembly) when they squeeze the triggers. MDR filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model unknown rollator, per the dealer, serial number/date code unknown. The owner's manual is found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.

Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states the rollator they received will not engage (the brake assembly) when they squeeze the triggers. MDR filed.

Manufacturer narrative:
(B)(4). Initial (B)(4) issue MFR report #1525712-2012-01783 indicating the model # as unknown. The actual model # is 65650. (B)(4) has been initiated for this issue. Model unknown rollator, per the dealer, serial number/date code unknown. The owner's manual is found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.